Manufacturer narrative:
Physio-control evaluated the customers device. There was no service event code in the device memory for the last year, so they were unable to verify the reported issue. During testing, the device properly delivered energy and the issue could not be duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device delivered abnormal defibrillation energy. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no patient use associated with the reported event.